Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-jan-2009, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 17-jan-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 700 mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was still in the hospital after a pump replacement, and began showing signs of increased spasticity. The patient responded to boluses but not the normal pre-op dose. It was reported that surgery was planned and had been scheduled for (B)(6) 2018. The issue was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that after a catheter dye study and roller study the cause of the increased spasticity was not determined. Both studies came back as normal. It was reported that the hcp ended up connecting a new sutureless pump connector. No further complications were anticipated/reported.